Event description:
The device (channel c) shut off on its own without an alarm. The device was returned from clinical service with an unsigned note that stated "unit shuts off". No tracking information (nurse, patient, location) was available. There was no reported delay in therapy or any adverse patient event associated with the device while in clinical use.